Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired if it was harmful if the electrode remained in the skin while the sensor was taken off. There were no further details provided regarding the event. The sensor will not be returned for analysis.